Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of inflation issue, pump has mechanical issue and kinked tubing were not confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not functional tested due to a leak was identified. Cylinder 2 was functionally tested and performed within specification. Tubing was not returned for analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that at time of activation post op the physician was not able to get the cylinders to inflate. The patient tried at home but was not able to inflate either. All techniques were attempted but the problem did not resolve. Four days later, the original implant was replaced due to malfunctioning pump. At the time of surgery, it was found that the pump functioned fine, but the tubing from the pump to the cylinders was compressed enough to limit flow. Cylinders and pump was replaced with a longer set of cylinders.

Event description:
It was reported that at time of activation post op the physician was not able to get the cylinders to inflate. The patient tried at home but was not able to inflate either. All techniques were attempted but the problem did not resolve. Four days later, the original implant was replaced due to malfunctioning pump. At the time of surgery, it was found that the pump functioned fine, but the tubing from the pump to the cylinders was compressed enough to limit flow. Cylinders and pump was replaced with a longer set of cylinders.